Event description:
Reporter alleged while using the compact system for testing blood glucose, the customer was unable to test with the meter due to an error after dosing the test strip. Customer stated having high glucose symptoms at the time when attempting to test however did not state the location of the testing. Customer indicated going to the hospital and their result measured 503 mg/dl so customer was treated with 15 units of insulin based on the hospital reading. No other actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect and replacement product was sent. Compact system: meter and compact test strip lot number 20661041 with an expiration date of 09-30-08.

Manufacturer narrative:
The suspect product is the compact system meter.